Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer had symptoms such as and treated with  customer's blood glucose value was 164 mg/dl at the time of the call. Customer also had blood glucose level of 300 mg/dl. Customer received a change sensor alert after a calibration not accepted. Customer declined to troubleshoot for high readings. The insulin pump will not be returned for analysis. Sensor will be returned for analysis.